Manufacturer narrative:
Pt info was unavailable from the site. The tool interface unit, camera and camera cable were replaced, but all parts were found to be fully functional after evaluation. Cause of event unknown.

Event description:
A medtronic representative reported that site had intermittent black status during a surgery. Re-booting the system resolved the issue. The surgeon completed the case with the use of the stealthstation. There was no impact to the patient.